Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5169826 d4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Voluntary medwatch received states that right ventricular (rv) was capped due to an unknown product performance issue. Patient condition was unknown.